Event description:
It was reported to medtronic neurosurgery that the drainage bag had fallen off the evd system. According to the report, the damage was located below the 3-way stop cock but above the screw at the connection. Reportedly, there was no impact to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was not returned as it was discarded at the facility. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4)